Manufacturer narrative:
(B)(4). This product is same/similar to 510(k): k182964, and product code: olo. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a tka surgery using rosa instrumentation, the tibia was over-resected by 3mm posterior-lateral. This was validated using calipers. Tissue releases and bone recuts had to be made to balance the knee. A thicker poly had to be used than would have been the case if rosa had correctly cut the required amount of bone. There was no additional patient impact reported. Attempts have been made and no further information has been provided.

Event description:
It was reported that during a tka surgery using rosa instrumentation, the tibia was over-resected by 3mm posterior-lateral. This was validated using calipers. Tissue releases and bone recuts had to be made to balance the knee. A thicker poly had to be used than would have been the case if rosa had correctly cut the required amount of bone. There was no additional patient impact reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet (B)(4). This final report is being submitted to relay additional and/or corrected information. Through reassessment of this event, it was identified as being reported in error. Reportability is based on harm/intervention required and not a specific resection level. No patient impact, medical intervention, or surgical intervention was reported for this event; therefore, the event does not meet the requirements for a serious injury/adverse event and is considered not reportable.